Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerloc device is inconclusive due to the state of the returned sample. One photograph of a powerloc device was returned for evaluation. An initial visual observation of the photograph showed the device held in hand by a clinician. No indication of a leak could be discerned from the photograph. The safety mechanism was not activated and no use residue was observed. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results

Event description:
It was reported by the customer that during implanted port maintenance on august 26, leakage was detected while priming the port cannula after removal. Upon inspection, the cannula was found to be misaligned. A new port cannula was clinically inserted to complete the treatment. It was reported this occurred with two devices. This report addresses both devices. No further information was provided.

Event description:
It was reported by the customer that during implanted port maintenance on august 26, leakage was detected while priming the port cannula after removal. Upon inspection, the cannula was found to be misaligned. A new port cannula was clinically inserted to complete the treatment. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.